Event description:
Customer reported in the second of third week of her using the insulin pump, she had a seizure in the middle of the night. Before bed customer had a high of 522 mg/dl. She was wearing the insulin pump when the seizure occurred. Customer's husband was awoken by the insulin pump and checked customer's blood glucose. Her blood glucose was 25 mg/dl, but the sensor was saying her blood glucose was 137 mg/dl with two arrows dropping. Customer treated with a manual injection. She stated she felt fine afterwards. She believes the low was caused by over correcting for the high before bed. Customer is pregnant, so she went to the hospital the next day for an ultrasound to make sure the baby was ok, which he was. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.